Event description:
The report from the field indicated that while deploying a cypher stent, the stent moved and was deployed distal to the target lesion. An additional stent was used to complete the procedure successfully. There was no pt injury reported.